Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an right ventricular (rv) lead the physician experienced positioning difficulty; parameters were not ideal, undersensing, no capture, high thresholds and negative current of injury. The lead was not used and a replacement lead was placed successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.